Event description:
It was reported that during recon plate surgery, the tip of drill broke while drilling inside the bone. The surgeon was able to remove the broken tip of the drill. The procedure was continued with a new drill.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.